Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. The device was sent for an add'l eval. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a pt incident, the device was charged up to deliver defibrillation therapy and when the shock button was pressed, the device powered off. The end user powered the device back on and was able to successfully charge and deliver a defibrillation shock. The device did not display any messages stating that the batteries were low. The pt was transferred to the hospital and did not suffer any adverse effects from the reported failure.